Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (d4-lot number, d9, h3 and h4). The device was evaluated by olympus. And it was confirmed that the tip of the needle tube was broken. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely, the reported event occurred, due to one of the following mechanisms. 1.) A bending force was applied to the needle tube when piercing the hard body tissue, during the procedure. This caused the needle tube to bend excessively. 2.) When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, a specific root cause of the reported event could not be identified. The event can be prevented, by following the instructions for use which state: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image, while considering such bending. Otherwise, patient injury such as perforation, bleeding or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands, because the needle may break. Use a spare needle instead". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, during a bronchial ultrasound endoscopy, the endoscopic echo needle broke during a puncture on the posterior aspect of the trachea. The extremity remained planted in the trachea. The operator attempted to remove the needle with biopsy forceps but the needle slipped and fell into the distal part of the bronchial tree. The patient spat out the needle. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.